Event description:
It was reported that the patient had been hearing a single-tone pump alarm since (B)(6) 2013. The reporter thought it might be the elective replacement indicator (eri), as the patient had previously been told that the pump needed to be replaced prior to end-of-service which would occur in approximately 8 weeks. The patient had found a new physician who would replace the pump within the two months following the date of report. It was stated that the patient had been told by a nurse that the ¿pump numbers changed twice¿ and the pump was ¿slowing down,¿ though it was unclear what these statements were implying. The patient had also been ¿shaky,¿ but the reporter thought it was from worrying about the pump alarm. The next pump refill date was set for (B)(6) 2013 and the patient also had an appointment with her physician on (B)(6) 2013. It was noted that the pump had changed the patient¿s life for the better and had not been adjusted since the day it was implanted. Eleven days later, it was reported that the pump had been replaced because it was less than 8 weeks from its 7-year longevity. For the two weeks prior to replacement, the pump had been beeping every hour, on the hour. It was stated that the patient was a ¿slow walker¿ because the procedure had just been performed on the day prior to report. The device system had been used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n078653, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).